Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, it is unknown at which point of the procedure the injury occurred. However, according to the medical records received, the aortic dissection was likely caused by the wire attempts to get across the severely calcified aortic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, an aortic dissection was found that extended from what appeared to be the right coronary cusp (rcc) down to the descending aorta post deployment. The patient expired with the cause of death being aortic dissection. An autopsy will not be performed. Initially, the patient arrived to the or with an iabp in place due to a respiratory arrest experienced 3 days prior to this procedure. Upon initial crossing with the edwards bav there was resistance met and difficulty crossing the annulus. It was then discovered that the sheath was not at an optimal angle. The sheath was repositioned and the bav again crossed the annulus. The balloon ¿watermeloned¿ down into the ventricle during bav and it was decided to move on to valve deployment. When attempting to cross the annulus with the 29mm ascendra + delivery system, resistance was met and the delivery system was unable to advance the across the native valve. The patient became extremely hypotensive bradycardic and the team had to emergently remove the delivery system and sheath to use the apical access for cbp. While transferring the cbp access from apex to axillary, the patient had 3 episodes of v-fib and was successfully cardioverted. Apical access was obtained again and team had extreme difficulty crossing the valve. After multiple unsuccessful attempts with different wires and catheters they were able to cross with a non-edwards 25x4 balloon catheter and a 2nd bav was done. After that it was very noticeable that the patient had a dissection of the descending aorta likely caused by the previous wire attempts to get across the aortic valve. It was decided to place the 29mm ascendra+ delivery system across the valve. A root angio was taken and then a dissection was seen from what appeared to be the right coronary cusp (rcc) all the way round the aortic arch going down to the descending aorta. It was decided to deploy the valve. The physicians discussed options for further treatment with the family. Treatment was stopped and the patient expired on the table. Per the cath lab/operative report, the ascending aorta dissection was likely caused by the wire attempts to get across the aortic valve. ¿the wire at one point could be seen to dissect along the perimeter of the valve and subintimally. This did create an aortic dissection.¿ by tee the patient¿s aortic valve had a diameter of 23mm, an area of 650 sq. Mm, and was heavily calcified with restricted leaflet mobility.